Event description:
As reported through an article, 'late percutaneous closure of the right sinus of valsalva fistula after transcatheter aortic valve replacement leaks', an (B)(6) year-old woman with hypertension, hyperlipidemia, coronary artery disease, and porcelain aorta presented with symptomatic severe aortic stenosis (mean gradient 45 mmhg) and underwent a successful transcatheter aortic valve replacement using a 23 mm edwards s3 ultra valve. The patient did well in the postoperative setting and was discharged on day 2 with no complications. The patient did well in the postoperative echocardiogram on days 1 and 30 showed a normal functioning aortic bioprosthetic valve with a mean gradient of 6 mmhg. Approximately 3 months post procedure, the patient presented with symptoms of breathlessness and was noted to have continuous murmur on physical examination, and a transthoracic and transesophageal echocardiogram demonstrated a fistula between the right coronary cusp and the right ventricle consistent with a contained rupture. She underwent a right heart catheterization, which showed a significant left-to-right shunt with a shunt fraction. The patient successfully underwent closure of the defect using a 4-mm amplatzer septal occluder with a reduction in the shunt fraction subsequent transthoracic and transesophageal echocardiography showed a normal functioning bioprosthetic valve with a mean gradient 7 mmhg and trace leak.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Manufacturer narrative:
Additional informational indicates this event was previously reported by edwards lifesciences under manufacturer report 2015691- 2021- 05306. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.